Event description:
It was reported that during an instability procedure, the arthropierce clamp broke inside the patient's joint when performing the labrum stitch. The fragment was removed from the patient with saline pressure. The surgery was completed with the same device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical review states that in the absence of supporting medical documentation it could not be concluded that the reported adverse event was a mal performance of the s&n device. The provided photo confirmed the removal of the retained fragment. One intra-operative fluoroscopic image was provided that appears to be post irrigation that confirm the successful removal of the broken clamp from the patient¿s joint. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force to the device, or an impact event inconsistent with normal use based on this investigation, the need for corrective action is not indicated.